Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reported that : "the guide rod is damaged by the reamer during the operation on the tibial shaft , the guide rod n1 then n2 were altered by the reamer, or possible defect not visible to the naked eye nor to the operating team's touch. Consequences: metal debris on reamers, rod change, broken reamer"